Event description:
Reported as "a leak. When my doctor was aspirating the fluid back, I had no fluid in the system."

Manufacturer narrative:
Taper type ii. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The report of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. The reporter of the event has also been asked to provide the product serial number, it has not been received by allergan at this time. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addressed the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."